Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device or poor imaging. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported entrapment of device appears to be related to procedural conditions (large coaptation gap, difficult to visualize leaflets, clip stuck on anterior leaflet during positioning). A cause for the reported poor imaging could not be conclusively determined. The reported incomplete coaptation is a cascading event of the entrapment of device. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. It was noted that imaging was difficult. An xtw clip (50514r1092) was inserted and advanced into the valve. However, the clip became caught on the anterior leaflet and was unable to be removed. The physician decided to deploy with only the anterior leaflet attached to the clip. To stabilizer the clip, an additional xtw clip (50428r2072) was inserted and advanced into the valve. However, the clip became caught on the anterior leaflet and was unable to be removed. The physician decided to deploy with both anterior and septal leaflets grasped. After the deployed, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). No additional clips were implanted, and tr remained at a grade of 5. There was no clinically significant delay in the procedure.